Manufacturer narrative:
Pump received with flashing white display. Unable to perform the sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using [thump] due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 near lcd screen, j2, j7 / pcba 2 j1 connector / keypad flex connector / force sensor / motor / harness assembly vibrator]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked battery tube threads, and label damage(stained/faded/peeling). Unable to verify device test failed due to flashing white display. Flashing white display was confirmed during analysis due to moisture damage on [pcba 1 near lcd screen, j2, j7 / pcba 2 j1 connector]. Exposure to moisture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, device test failed. The customer reported no adverse event. The event involved product(s) mmt-1884. Outcome: troubleshooting was performed and confirmed customer received the reported issue pump was exposed to moisture but there is no visible fluid in pump. Pump did not pass self-test. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.